Event description:
It looked as if the part was worn, (B)(6) tried many times to lock the reamer into the hudson adaptor, but it would not click into place properly. This meant that (B)(6) could not turn the reamers with any force as it slipped in the attachment. It delayed surgery time by a few minutes and the problem was solved by putting the reamers onto power.

Manufacturer narrative:
Examination of the submitted adapter confirmed the attachment end is damaged and non-functional. The root cause is attributed to product wear out. Previous reports of this failure resulted in a design review by the depuy warsaw product development engineering in the 1st quarter of 2008. The design review did not identify a design change to the mating end that would eliminate the spinning of the reamers inside the adapter once the reamers have been subjected to usage/hard cortical bone and begin to wear. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via (B)(4). The complaint shall be closed to wear out; it will be entered into the complaint database and monitored through trend analysis.